Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the ventricular assist device (vad) was returned for evaluation. No device malfunction was reported against vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Log file analysis could not be performed, as log files were not available for analysis. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the vad from performing as intended. Concomitant medical products: d314vrg, ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) was returned to the manufacturer after routine transplant. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.